Event description:
It was reported that on (B)(6) 2025, a 27mm navitor valve was selected for implant. The patient had a highly calcified anatomy with lvot calcium and an annulus perimeter of 76.6mm, lcc of 16mm, and rcc of 17mm. During the procedure, a pre-dilation was performed using a 24mm balloon without issue. The valve was then implanted at what seemed like a good depth and was very stable. Diastolic pressure seemed low and echo showed severe pvl around the ncc calcium. A post-dilation was performed using a 24mm balloon and a 25mm balloon. There was visual expansion, and then the valve recoiled back to a slightly constrained image, causing the pvl to remain, but at a moderate level. The patient was evaluated proceeding couple of days. Finally, it was decided to implant a 26mm non-abbott valve to resolve the issue. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient is stable.

Manufacturer narrative:
An event of perivalvular leak and under expansion of the navitor valve was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on all available information, the reported valve under-expansion appears to be related to anatomical conditions (highly calcified anatomy). The reported pvl appears to be a cascading event of the valve under-expansion. However, this cannot be confirmed. The reported unexpected medical intervention and surgical intervention were the results of case-specific circumstances, as a post-dilation was performed, however the valve recoiled back to slightly constrained image and a decision was made to implant an non-abbott valve to resolve the issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor valve was selected for implant. The patient had a highly calcified anatomy with lvot calcium and an annulus perimeter of 76.6mm, lcc of 16mm, and rcc of 17mm. During the procedure, a pre-dilation was performed using a 24mm balloon without issue. The valve was then implanted at what seemed like a good depth and was very stable. Diastolic pressure seemed low and echo showed severe pvl around the ncc calcium. A post-dilation was performed using a 24mm balloon and a 25mm balloon. There was visual expansion, and then the valve recoiled back to a slightly constrained image, causing the pvl to remain, but at a moderate level. The patient was evaluated proceeding couple of days. Finally, it was decided to implant a 26mm non-abbott valve to resolve the issue. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient is stable.